Event description:
Patient reported rupture on unknown side confirmed with a mammogram¿ and ¿stated they had a "fall" and their breast was red and warm. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "possible rupture on unknown side confirmed with a mammogram."